Manufacturer narrative:
(B)(4). The customer did not retain the lot number. The date of manufacture cannot be determined.

Event description:
The patient was initially resuscitated following an attempt at suicide by hanging. During trauma in the intensive care unit (ICU) the flange of the tracheostomy broke away from the tube. It was removed and replaced. The patient was transferred from the ICU to the medical floor.

Manufacturer narrative:
(B)(4). The customer did not retain the lot number. The date of manufacture cannot be determined. Based on sample analysis and manufacturing controls review, a potential root cause was not found since a visual inspection was conducted and it was observed that the flange is separated from the tube. Additionally, the damage on the outer cannula holes and flange lug pins would have been detected immediately in the manufacturing process since the defect is extremely obvious. Therefore, the failure mode is not confirmed as related with the manufacturing process. Additionally all manufacturing controls were found to acceptable and effective to detect the reported failure mode.